Event description:
I had allergan saline implants put in (B)(6) 2007. In (B)(6) 2013, I started getting very sick infection after infection. By (B)(6) 2014, I was diagnosed with hashimoto's disease, epstein barr, and fibromyalgia. In (B)(6) 2016 was in hospital 7 days with c diff. These implants have been making me sick for years.